Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1497, awareness date 25-oct-2015). It refers to an adult female consumer in united states who had essure (fallopian tube occlusion insert) inserted in 2008. Additional information received on 17-nov-2015. The consumer reported that her symptoms started with debilitating back pain, which lasted until she finally got used to it. She also experienced headaches, nausea, itchy skin, metal taste, mood changes, irritability, depression and hair loss. She had painful periods that went from lasting three days to two weeks at a time and bleeding so bad with clotting golf size ball clots. She dealt with that for six and a half years, which led her to becoming severely anemic. That led to an emergency ride in an ambulance and according to her, she almost died. She also had precancerous cells. She underwent many tests to find out what was going on. When she was (B)(6), the consumer removed essure by hysterectomy and she had no more problems. Product technical complaint (ptc) investigation result received on 17-nov-2015 ptc global number: (B)(4). Final assessment for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, there is no reason to suspect a causal relationship between reported medical events and quality defect. Company causality comment this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and her periods went from lasting three days to two weeks at a time with bleeding so bad with clotting; which led her to become anemic. She was submitted to a hysterectomy and had no more problems. Only anemia is unlisted according to essure's reference safety information. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. In this case, consumer related her menstrual changes to essure insertion and no alternative explanation was provided. Therefore; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed). Based on the available information no product quality defect was confirmed/identified. In summary, there is no reason to suspect a causal relationship between reported medical events and quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.